Event description:
It was reported that an evolut transcatheter heart valve was implanted using direct aortic access. The patient was initially stable. During chest wound closing, while an external sheath was present, a drop in blood pressure was observed and the surgeon confirmed bleeding. An aortic dissection and annular rupture were identified, and an urgent bentall procedure was performed to close the aortic dissection and annular rupture. The evolut valve was explanted and a medtronic surgical valve was implanted. The surgical team reported the procedure was successful, and the patient was stable in the intensive care unit.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: 0013039602; UDI: (B)(4); manufactured date: 2025-09-24; use by date: 2027-09-24; implant date: na; FDA site ID: 9612164. Other medical products in use during the event include: product ID: l-evolutfx-2329; lot number: 0012988901; product type: 0195-heart valves; implant date: na; explant date: na. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.